Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, when the surgeon was putting in an ar-8935l-24 in the patient, the top thread of the screw broke off. The titanium thread went through the surgeons gloves but did not puncture his skin. The surgeon was able to remove the screw and put in a different one for final fixation, and no pieces were left behind in the patient.